Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with a lost sensor alert, customer reported having a blood glucose level of 47 mg/dl. Customer stated that she treated this low blood glucose level with food. No further information was provided.